Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b31 (scope communication err) could not be determined, however, the issue was likely the result of a damaged image sensor unit due to user handling/mishandling, a faulty circuit board component and or external factors. Additionally, a definitive root cause of the observed objective lens peeling could not be determined, however, the issue was likely the result of stress due to user handling/mishandling and or chemical stress due to the chemical solutions used. The issue may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment chapter 3 preparation and inspection 3.3 endoscope inspection olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1- "local (B)(6) (user facility complete address captured here due to character limitation in section). The device was returned to olympus for evaluation and the customer allegation was confirmed due to insufficient cleaning. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: due to damage on charged coupled device unit, the image had white dots, due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured, due to damage on forceps elevator lever (surgical procedure), bending section could be fixed firmly, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to a pinhole on universal cord, water tightness was lost, adhesive on bending section cover had a chip, bending section cover had a scratch, adhesive around objective lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited b31scope communication error and the adhesive around the lens was peeled. The issue occurred in a therapeutic procedure (sigmoid colon resection). The intended procedure was completed .however, it was unknown if the procedure was completed with a similar device. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.